Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of exactamix 3000 ml eva tpn bags were leaking from the port. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, 100 companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on four (4) random samples and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.